Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) reporting difficulty interrogating this cardiac resynchronization therapy defibrillator (crt-d) system with the programmer. The hcp requested troubleshooting assistance from ts due to unsuccessful attempts at interrogating the device. Ts confirmed that the wand was plugged into the correct port over the device and began troubleshooting efforts. The troubleshooting efforts were unsuccessful, and interrogation was not completed. Ts advised the hcp to contact the local field representative to interrogate device with a new programmer. At this time, the programmer and crt-d remain in service. No adverse patient effects were reported.